Event description:
It was reported that the device did not build up pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were downloaded for evaluation. The event log indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, vt insp. Overrange and peep low. According to the test log, no pre-use check was performed prior start of ventilation. Successful pre-use check was performed after the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of a ventilator malfunction. The cause of the reported difficulties in building up pressure were most probably due to leakage, which the ventilator generated alarms for.

Event description:
Manufacturer's ref #: (B)(4).